Event description:
It was reported that the patient was seen in ventricular assist device (vad) clinic on (B)(6) 2024 with reports of decreased flow to 3.0-3.2lmp with normal flows of 4.85-5.2lpm. A single low flow alarm was noted that morning with flows in clinic reading 2.9-2.9lpm. The patient was admitted to the hospital for an urgent computed tomography angiogram (cta) scan to evaluate for extrinsic outflow graft obstruction (eogo). Log files submitted for review showed pump parameter trends that could be associated with some type of obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the obstruction was confirmed. An extrinsic thrombus was suspected but it was not confirmed. There were no changes to patient conditions or anticoagulation status that may have contributed. The thrombus was not inside the pump but outside and it was compressing the outflow graft. Computed tomography angiography (cta) scan was performed. However, the images could not be provided. Stenting of the outflow graft was performed which resolved the obstruction. No recent changes to pump parameters were noted after the stenting.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 27sep2024 through 02oct2024. Estimated flow typically ranged from 4.2 ¿ 5.1 liters per minute (lpm) from the beginning of the file through 01oct2024 at 07:56:51. Following this timestamp, estimated flow decreased to typically range from 2.8 ¿ 3.5 lpm. One low flow hazard alarm was captured on 02oct2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The IFU also addresses all pump parameters, and outlines situations that can result in low flow, including patient condition. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced heart failure, shortness of breath, and fluid weight gain.